Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stated that they cannot get in communication with their stimulator. The patient stated that 2 weeks ago they were able to use their patient programmer, but could not find the recharger so they shut down stimulation. The patient also reported that in that same 2 weeks, they caught their implant on the corner of the coffee bar and is now worried that it wrecked the ins, or pulled the wire. The site has become tender. The patient stated that they called their healthcare provider (hcp) and they told them to call the manufacturer. During the call the patient stated that even though the ins site was tender they could still use their charger. The patient attempted to connect with their patient programmer and recharger and the patient got a poor communication screen and a reposition antenna screen. Patient services reviewed with the potential injury to the area and the screens that they are getting they should call the hcp back and tell them that it is not something that can be resolved on the phone. The patient may have injured the ins site starting 2 weeks prior to (B)(6). No further complications were reported or anticipated.